Manufacturer narrative:
It was alleged that the ventilator gave an alarm that battery 1 needed to be replaced during ventilation of a patient. The machine was connected to an external power supply. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a depleted battery and had no effect on normal operation. After replacing the battery, the device was released back into use. It was also alleged that there was water accumulated in the circuit. The ventilator itself worked normally without defects. The root cause of the event was determined to be the fact that the clinical staff did not clean the condensed water in time. After immediately separating the circuit and pouring out the condensed water, the device returned to normal and was released back to use. As per common local practice in country of the event, the user reported this issue to the competent authority. The event was then verified by the local hamilton medical subsidiary through a report submitted to the local competent which was accepted. No further action needed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "the report from hospital say: patient (B)(6), male, was admitted due to "repeated coughing and sputum production for more than half a month after tracheotomy, worsening for half a day." The patient had been suffering from weakness in both lower limbs for over 20 years, with progressive worsening and significant decline in activity endurance, accompanied by difficulty breathing and swallowing. On (B)(6) 2024, the patient was diagnosed with "muscle weakness" and was admitted to (B)(6) hospital and received treatment such as anti infection, expectorant, and heart protection. During my stay, the patient's pulse oxygen was difficult to maintain, so I underwent tracheotomy and assisted ventilation with a ventilator. After a slight improvement in my condition, I was discharged and transferred to our department on (B)(6). Upon admission, I was instructed to use an invasive ventilator assisted ventilation system, which worked normally except for a battery failure. During the morning shift handover on (B)(6), it was discovered that there was a lot of condensed water in the ventilator's air supply pipeline, which affected the gas entering the patient's lungs and caused a decrease in peripheral pulse oxygen and thin sputum. I immediately separated the pipeline and poured out the condensed water, resulting in an increase in the patient's blood oxygen." (2) health impact: no clinical signs, symptoms or conditions were reported.